Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to vf detected by lead noise. No shock was delivered. Patient was hospitalized. Should additional information be received, this file will be updated.